Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the proximal side of the stent moved 4mm distally causing the stent to bunch up at the center. The distal side of the stent remained crimped in place. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed on (B)(4) 2014. It was reported that the stent was unable to cross the lesion. The physician advanced a 38 x 3.00 promus premier stent delivery system to the target lesion but was unable to cross. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis found stent damage.